Event description:
It was reported by service report that the head right outer and inner siderail panels were damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: head right outer and inner siderail panels had holes and cracks.